Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of birth - only the year was provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal did not properly functioning. There was oozing; manual compression and a pressure bandage was applied. There was conventional closing after the complication (oozing). Additional information was received on july 2, 2019. The procedure the patient presented to go under was a percutaneous transluminal angioplasty (pta) in the right-side leg (afs). An antegrade, ultra sound guided, puncture was performed in the right common femoral artery without complications. There were no calcifications at the puncture site. Vessel size was suitable for closure with an angio-seal. A 6fr, 10 cm, introducer sheath was inserted. The pta was done successful and without complications. A 6f angio-seal vip was placed to close the puncture site. The locate the artery step and the setting the anchor step were performed without any problem. During the closing the puncture step, there was no immediate closing, it was seen that there was oozing. It was decided to finish the closing by manual compression and by applying a pressure bandage. Patency of the femoral artery was checked by ultra sound, there was no sign of occlusion at the puncture site. The patient returned to the ward. In the week after the procedure the patient complained about pain in the leg. A CT angio was done and showed an occlusion at the puncture site in the right artery femoralis profunda. A vascular surgeon was consulted, and the puncture site was opened surgically. The surgeon opened the vessel, it showed that the collagen was positioned intraluminal, occluding the origin of the art femoralis profunda; patency was restored. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Oozing occurred just after the "set the seal" step. The patient was reported to be in stable condition.